Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the malfunction was inferred to have occurred due to the following reason, the grasping section was closed without grasping anything while the output in seal & cut mode was activated. (This includes after tissue resection) causing the tissue pad to wear away. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the front-actuated grip type s exhibited the tissue pad was worn. There were no reports of patient involvement.